Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2020 due to high blood glucose of 500 mg/dl caused by a urinary tract infection. The customer had diabetic ketoacidosis and was treated with levemir and fast acting insulin. The customer was hospitalized for a week. The insulin pump was active and automatically adjusting insulin at the time of incident. The insulin pump is not expected to return for failure analysis.